Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all dialyzers with the reported catalog number shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A review of the batch production records for all lots (with the reported catalog number) shipped to the complainant in the three months that preceded the complaint occurrence date did not reveal a probable cause for the reported complaint.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for evaluation. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood test strips were used and tested positive. The machine alarmed. The patient&#38112;estimated blood loss was approximately 250cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is not available for evaluation as it was discarded by the user facility.